Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation.

Event description:
It was reported during the implant procedure, the helix of the right atrial (7741) was not able to be extended. The physician tried extending the helix outside the patient, (after three slow turns the helix extended), but in situ it once again couldn't be extended. After repositioning the physician decided to retry the helix outside the patient, but this time the helix could not be extended. The physician exchanged to a different model and completed the procedure. Patient is fine.